Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekxs meter with serial number (B)(4) compared to an unknown laboratory method. The reporter stated that the inr results were fluctuating on the same day. The first meter result was 4.1 inr. The second meter result after two minutes was 3.4 inr. The third meter result after about three hours was 2.8 inr. The reporter stated that it sometimes takes longer than 15 seconds for them to apply the blood to the test strip when the blood is not flowing. The therapeutic range is 2.0 to 3.0 inr. The interval of testing is once a week. The lot number of the test strip is 636575-21. The expiration date was requested but not provided.

Manufacturer narrative:
The reporter's meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1- 6.8 inr): qc 1: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter's patient result memory. However, the date and time were not set correctly. The reporter stated that it sometimes takes longer than 15 seconds for them to apply the blood to the test strip when the blood is not flowing. Product labeling states: "testing a blood sample tips for a good fingerstick for fingerstick blood testing, increasing the blood flow in the finger will help you get a good drop of blood. Before you stick your finger, try the following techniques until you see that your fingertip has good color: · warm your hand by holding it under your arm, use a hand warmer, and/or wash your hand with warm water. · hold your arm down by your side, so that your hand is below your waist. · massage your finger from its base. If needed, immediately after pricking, gently squeeze your finger from the base to encourage blood to flow. "; "6. Apply the blood within 15 seconds of sticking the fingertip, apply the blood to the target area of the test strip from the side of the test strip." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: patient/consumer. The reporter is the patient's mother.